Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil is unable to confirm the complaint that there is a misalignment in the touch position. The touchscreen flex circuit passed all resistance testing of test #1. Touchscreen misalignment failures that have resulted in a no problem found have been previously investigated.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen malfunction during implementation. It was reported there was no patient involvement at the time the issue was discovered, as it was observed during field change order (fco) implementation. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced the touchscreen to resolve the reported issue. It was determined that the touchscreen was the cause of the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.